Event description:
During a rectum procedure, the device cut and stapled, but could not be removed. The surgeon had to rip the anastomosis to get the device out of the patient. Had to hand suture to complete the procedure.